Event description:
A 25 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. At implant, the aortic neck was reported to be border line in length, it was conical in shape and angulated. It was reported that a type I endoleak was recently detected. Aortic cuffs were planned to be implanted; and a few days later, two 28mm diameter aneurx cuffs were successfully implanted to resolve the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (short, conical and angulated aortic neck). Inherent risk of procedure (endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (short, conical and angulated aortic neck). Other (required secondary intervention).